Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4: batch #584d87. Corrected data: d1. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the handle shrouds partially opened, and with one gst60t reload loaded on the device. The reload was received partially fired 1/16. The handle shrouds were removed and were found to be damaged. The device was tested for functionality in the straight position with a return reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the damage on the handle shrouds was due to improper handling of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. Additionally the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 584d87, and no non-conformances were identified.

Event description:
It was reported that during a robotic lung wedge resection procedure, the surgeon was using the stapler with a black reload on very thick, long tissue. The surgeon reported that the tissue thickness may have contributed to the issue. The stapler stopped midway through the firing cycle and did not complete the cycle. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the same issue happened for both devices? If not, please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9893y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.